Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was moderately tortuous, with heavy calcification, and a 99% stenosis. The zeta balloon ruptured at 12 atm at the first inflation. A 2.75 x 8 mm balloon catheter from another company was used and the balloon also ruptured. A third balloon catheter (3.0 x 8 mm) was selected, and this time, it was able to be inflated. There was no effect to the pt. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, mechanical damage, handling of the product during use, interaction with associative devices, pt anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. The lesion may have contributed to the difficulties experienced. Possibly the balloon material was damaged (scratched) during interactions with other devices, the stent, or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Without a returned sds to examine, no definite root cause for the reported balloon rupture can be determined.